Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. The device was disassembled and die casting anomalies on the forming tool were also discovered. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73g2301075 and 73h2300497. Per DHR the product visistat 35r 6/box lot # 73g2301075 was manufactured on 07/26/2023 a total of (B)(4) pieces. Lot was released on 08/09/2023. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.